Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient experienced a momentary increase in stimulation, which was a bit painful, when they walked by some doors. They noted that they just dealt with it because it was temporary and not too intense. It was also noted that this was exposure to security gates and theft detectors. The patient did not intend to turn their implant off to avoid the electromagnetic interference (emi) effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.